Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of a possible defective screw was verified in the laboratory. The upper part of the atrail hex inset was stripped and medical adhesive inside the atrial hex inset was found.

Event description:
It was reported that there was a possible defect with the set screw for the pace maker. The pace maker was replaced.